Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male was implanted with an impella device for mechanical support. High purge pressure was encountered during support. Heparin was added to the purge system to counteract the condition and tpa protocols were discussed with the staff. The high purge pressure stabilized overnight without the need of the protocol, and there was no patient harm.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Product was not returned for investigation. Data logs were investigated, and it was observed that after 6 days there was a gradual rise in purge pressure over the span of 2 hours. The "purge pressure high" was reducing after several hours of heparin addition to the purge solution. The purge pressure gradually resolved. Later at the end of case the purge pressure seems to rise gradually. No motor current spikes were observed corresponding to the purge rise. The pump flow dipped at the start of the pressure rise and quickly rose again. Therefore, the root cause of the high purge pressure issue was most likely biomaterial. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6 impact code 4644, h6 med dev prob code 1491 d4-corrected model number added-d6a/d6b